Event description:
No negative outcome.

Manufacturer narrative:
(B)(4) follow up it was reported the rubber stopper of one syringe did not have a good seal. Our quality team has completed a device history record review for material number 309653 and lot number 3110742. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 309653. Batch # 3110742. It was reported by customer that the rubber stopper of one of the syringes¿ plungers did not have a good seal. Verbatim: (B)(4) received a complaint via email. Email(s) attached. We have ordered from you 50ml syringes, cat. # 309653, lot # 3110742. We wanted to let you know that the rubber stopper of one of the syringes¿ plungers did not have a good seal. So, while we were using that syringe, the product leaked from the top of the syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating that the rubber stopper on one syringe did not maintain an adequate seal. To support the investigation, two samples in opened blister packaging were submitted for evaluation by the quality team. A visual inspection of the samples revealed no observable defects or imperfections. Both samples subsequently underwent leak testing and passed all criteria. A review of the device history record (DHR) for material number 309653, lot 3110742, was conducted. The review found no quality issues or deviations during the manufacturing process that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported issue could not be confirmed.